Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be performed. The complaint sample was not returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured while being used to post dilate an 8x50 stent graft. Reportedly, the pta balloon was difficult to remove from the stent graft and subcutaneous tissue. There was approximately 100cc of blood loss during the procedure due to the difficulty in removing the ruptured balloon and intervening time that it took to place the stent graft across the puncture site.